Event description:
It was reported to the manufacturer by the facility ((B)(6) center), per the facility the resident was being washed and put pressure on the assist rail. Which bent the pin that secures the comfext to the bed causing the assist rail and comfext to fall. The resident fell out of the bed and landed on the floor. The resident was sent to ER for evaluation and has a frontal lobe subdural hematoma. The resident has remained in the hospital due to her preexisting conditions not the injury caused by the event. Pictures were received from the facility of the items involved in the event and the pins do not appear to be bent. Complaint # (B)(4) was entered our system to retrieve the items for evaluation.